Event description:
It was reported that during central processing, the distal tip of the monopolar curved scissors (mcs) instrument was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found the primary failure of broken tube adapter to be related to the customer-reported complaint. The instrument tube adapter was found to be broken at the distal end. The broken piece was approximately 0.069" x 0.142" in size. The fragment was not returned along with the instrument. The complaint regarding distal tip damage was confirmed by failure analysis.